Event description:
It was reported that there was a message in the observations of the implantable cardioverter defibrillator (ICD) that indicated "wireless telemetry no longer available." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. Telemetry disabled; unable to determine cause without returned product. (B)(4).